Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during a boston scientific lynx mid-urethral sling + cystoscopy procedure performed on (B)(6) 2017, for the treatment of mixed incontinence. During this operation, the anterior vaginal wall was somewhat atrophic and felt somewhat scarred and adherent suggestive of mild idiopathic fibrosis. Lidocaine with epinephrine was injected around the urethra. There were no complications, and the patient was in stable condition at the end. On (B)(6) 2022, the patient underwent transvaginal mesh excision and intradetrusor onabotulinumtoxina injection procedure due to vaginal mesh exposure and overactive bladder. Examination showed a 1-1.5cm transverse area of a vaginal mesh exposure at the level of the mid urethra. This extended from just right of the midline to slightly left of the midline and represented the distal edge of the mesh sling. The mesh arms were transected and sent to pathology. Inspection of the wound bed did not identify any injury to the bladder or urethra. Bladder botox injection was then performed. A total of 100 units of botox diluted in 10ml of injection grade saline were injected and a total of 15 injections were utilized. The bladder was drained and reinspected with excellent hemostasis. The patient was awakened and taken to the recovery room in stable condition.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2017, the implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). Assistant: dr. (B)(6). (B)(6). Block h6: imdrf patient codes e2006 and e1304 capture the reportable events of vaginal mesh exposure at the level of the mid urethra and overactive bladder. Imdrf impact codes f1905 and f1901 capture the reportable events of mesh excision and bladder botox injection.